Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while completing a pumping check on the cs300 intra-aortic balloon pump (iabp) it alarmed for an autofill failure. It is unknown under which circumstances the event occurred or if a patient was involved.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), on the cs300 intra-aortic balloon pump (iabp) it alarmed for an autofill failure. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse), who found the issue stated that the logs revealed a fault with the purge assembly. To fix the issue, the fse replaced the purge assembly. The fse then completed full preventive maintenance (pm), safety, calibration, and functionality checks to factory specifications. The iabp unit was returned to the customer and cleared for clinical use. The following investigation was performed by the, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. (Fat) received purge valve assembly with the reported unit failure of unit alarmed with an autofill failure. A visual inspection was performed and found the purge valve assembly in good condition. The failure analysis and testing dept. Installed part number into the cs300 test fixture serial number (B)(6) and tested the purge valve assembly to factory specifications per the cs300 service manual. The failure analysis and testing dept. (Fat) could not replicate the failure of the unit alarming with autofill failure. The failure analysis and testing dept. (Fat) performed multiple auto-fills with no problem found. The purge valve assembly passed testing. Retaining the purge valve assembly in the failure analysis and testing department per procedure.